Event description:
During the operation, there was tissue bleeding and the tissue was clamped with the continuous titanium clip to stop the bleeding. However, the hemostatic effect was not good. It was found that the clip was not clamped tightly and did not completely close.

Manufacturer narrative:
This event was submitted to microline via the FDA medwatch program. The hospital that reported the event chose to stay annonymous, therefore, we can not request the device back for testing. No investigation can be done, so there are no results to report. This adverse event report is considered a combined initial/final report, and unless msi hears anything from the customer, the event will be closed.